Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient suffered a stroke in (B)(6) 2015. The patient underwent a craniotomy and has been stable with mild cognitive impairment since that time. The patient¿s inr goal was lowered due to the stroke. No further information was provided.

Manufacturer narrative:
Following this event, the patient remained ongoing on (B)(4) until the pump was exchanged on (B)(6) 2017 due to suspected pump thrombosis. The explanted pump was returned and evaluated under medwatch MFR. Report # 2916596-2017-00232. A correlation between the device and the reported brain hemorrhage could not be conclusively determined. Visual inspection of the returned portions of the inflow and outflow conduits did not reveal any depositions or thrombus formations that would have contributed to a functional issue. Examination of the blood-contacting surfaces within the pump housing did not reveal any evidence of depositions or thrombus formations. Examination of the blood-contacting surfaces did not reveal any anomalies and electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Bleeding, stroke, and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.